Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. Should additional information become available, it will be provided in a supplemental report.

Event description:
As reported: advanced locking screw cross threaded into oblique hole. Screw would not advance (or back out) with power or hand to the point of stripping the screw. Eventually was able to put on short capture screwdriver to barely remove screw. Replaced with a standard locking screw.

Manufacturer narrative:
The reported event could not be confirmed, since the device was not returned, and no additional information was available. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If any additional information is provided, the investigation will be reassessed.

Event description:
As reported: "advanced locking screw cross threaded into oblique hole. Screw would not advance (or back out) with power or hand to the point of stripping the screw. Eventually was able to put on short capture screwdriver to barely remove screw. Replaced with a standard locking screw."

Event description:
As reported: "advanced locking screw cross threaded into oblique hole. Screw would not advance (or back out) with power or hand to the point of stripping the screw. Eventually was able to put on short capture screwdriver to barely remove screw. Replaced with a standard locking screw."